Manufacturer narrative:
The investigation has been completed for tachycardia (vt), renal failure, and right heart insufficiency. The pump was not returned for evaluation. Additionally, clinical details were insufficient to determine the root cause. Therefore, the cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The root cause of the vt was unable to be determined due to insufficient clinical details. The cause of the renal failure was not determined due to insufficient clinical details. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ a.5 unknown.

Event description:
The user facility reported a impella 5.5 on high-risk surgical patient. Over 2 months after first allegation, the impact study reported upon multiple adverse events all with relationship listed as "definite" to the pump. They are coagulopathy treated by blood products and chest tube, the next adverse event is acute right ventricle dysfunction due to either pump use or bypass, non-sustained ventricular tachycardia was also reported, and finally the adverse event of acute kidney injury which prompted the diuresis plans to be changed/modified. Patient weaned and explanted.